Manufacturer narrative:
Medwatch field "b3: date of event" has been updated. The field service engineer (fse) inspected the module and confirmed that the gear pump pressure was within specifications. He checked the reagent outside rinse water volume and reduced all of them within specifications. He noted that one of the reagent probe's coating was scraped or worn off on one side. He then replaced all of the reagent probes and performed adjustments. He verified the sample probe alignments and adjusted the metal drip plate to sampling position as it was covering half of the cuvette. He also performed the daily maintenance of the module. The customer performed qc with acceptable results. The investigation determined the event was consistent with a maintenance issue and an adjustment-related issue. After service, no further issues were reported by the customer.

Event description:
The initial reporter received a questionable albp albumin bcp (albp) result for one patient sample tested on the cobas 8000 c 702 module. The initial result was not reported outside of the laboratory. The patient sample was rerun on lines 1 and 2 of the module. The initial result from line 1 was 72.7 g/l. The first repeat result from line 1 was 37.1 g/l. The second repeat result from line 2 was 37 g/l.  The repeat result was deemed correct and was reported. The reagent lot number is 652524. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.